Manufacturer narrative:
This report is a duplicate of (B)(4), ra 320896460 and all reporting will be done on (B)(4), ra 320896460. The issue was already reported on (B)(4), ra 320896460. Please see (B)(4), ra 320896460 for all reporting information.

Event description:
This report is a duplicate of (B)(4), ra 320896460 and all reporting will be done on (B)(4), ra 320896460. The issue was already reported on (B)(4), ra 320896460. Please see (B)(4), ra 320896460 for all reporting information.

Event description:
The manufacturer received information alleging visualization of black and gray filters when exchanging recalled device for a replacement device. The patient alleges sinus and breathing issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. If additional information is received, a follow up report will be submitted.